Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The illuminator was replaced as a preventative measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient involvement (no consequences or impact to patient). Product problem(s): illuminator would not turn on; system shut down; (inadequate lighting) (loss of power). The nurse reported the illuminator would not turn on. The nurse also reported the system shut down after the case was completed. No patient injury was reported.